Event description:
Technician alleged that the manual cardio pulmonary resuscitation activation lever does not work. No injury reported.

Manufacturer narrative:
The technician found that the head of the bed goes up and down electrically. Technician found the cardio pulmonary resuscitation linkage had come loose and came off. The technician reconnected and adjusted toe cardio pulmonary resuscitation linkage assembly to resolve the issue.